Event description:
The pt was successfully cardioverted at 360j from atrial fib to sinus rhythm. The zoll pads arched during cardioversion. A round outline of the pad was present on the pt's chest. Silver sulfadyne was applied. Pads were discarded and not available for analysis.